Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient presented to the emergency room with complaints of extreme fatigue and shortness of breath. Upon admission, hemoglobin was 3.7 g/dl, ldh 272 u/l, and inr 6.02. The site suspected gastrointestinal bleeding in the setting of supratherapeutic inr. The patient received 4 units of packed red blood cells during admittance, last hemoglobin was measured at 7.5 g/dl. A egd noted a single bleeding dieulafoy lesion in the jejunum. 3 hemoclips were placed. The source of the bleeding was likely the identified lesion.